Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after placing the sheath in the left atrium, air was removed using the 30cc locking syringe. The farawave catheter was then inserted, and upon performing another air removal with the syringe, microbubbles were observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve by the center slit. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve. The reported clinical observations were confirmed by the analysis results.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, after placing the sheath in the left atrium, air was removed using the 30cc locking syringe. The farawave catheter was then inserted, and upon performing another air removal with the syringe, microbubbles were observed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory.